Manufacturer narrative:
Additional information was received on (B)(6) 2019. The patient plans to have an explant at the end of august. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085379) that a patient of unknown age who underwent breast prostheses implantation with mentor gel implants for an unknown indication on (B)(6) 2005 was diagnosed with sarcoidosis and then a t cell lymphoma. The patient reported t cell mediated inflammation, a reactive process to silicone inside bone marrow, and that the body is making new t cell clones. The patient plans to have the devices explanted by (B)(6) 2019. No additional case details provided. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms is unclear. See 1645337-2019-11058 for contralateral prosthesis report.